Manufacturer narrative:
Root cause: user error training- per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience a low blood glucose (bg) level of 40 mg/dl. Reportedly, customer entered the intended amount in the pump for the bolus; however, the customer did not consume enough carbohydrates and food to counteract the bolus that was delivered. Customer consumed additional carbohydrate to address the bg. Recommendation was made to discuss diabetes management with a health care professional.